Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the device, the first clip formed and as the second clip formed the third clip forced the clips out and it dropped into the patient. They remove the clips and proceeded with a second like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
The device balloon was aspirated and then inflated with 2cc of colored water. Visually the water flows from the proximal balloon bond. The balloon did not rupture. Visually there are no defects detected. Water was introduced through all of the lumens and the balloon bond has partially delaminated. With this exception the water flows from where it should. There are no other defects detected.

Event description:
Balloon rupture. No patient injury.